Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.

Event description:
Healthcare professional reported blood backing up into the port. Pt then showed up at clinic 30 minutes later to report that chemo bag is leaking. No chemotherapy noted to have leaked onto patients skin. With further inspection tubing was broken at cassette site. Chemo therapy exposed and leaked into nimbus pump. Unknown amount of 5-fu leaked. Medication being infused was 5fu. Medication being infused was unknown. No patient injury reported.